Manufacturer narrative:
Additional information: one additional single-use sample was received for evaluation. A visual inspection was performed and noted the product did not meet specifications due to holes in the sleeve of the port tube. Lines were also noted where the needle had passed. The reported issue was verified. The cause of the condition was determined to be a handling issue during use of the bag. When the user inserted the needle into the bag, the needle perforated the tube. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot # se18fm9, se18hk5, and se18kg8. Three single-use devices were received for evaluation. For two devices, visual inspection and functional testing were performed and a leak was observed at the port tube seal. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. For one device, visual inspection and a functional leak test were performed and a leak at the port tube was noted. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. For one (1) event, the actual device was not available; however, a video of the issue was provided for evaluation. Visual inspection of the video revealed that the device was leaking from the port seal. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lots se18fm9, se18hk5, and se18kg8. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 6 </noe> malfunction events. It was reported that six (6) evacuated containers were leaking. Two of the bags were leaking from the injection port seal, two bags were leaking from an unspecified port seal, one bag was leaking through the injection port, and one bag broke, leading to a leak. Two of the events occurred during infusion and involved a patient with no patient consequences, and four of the events occurred prior to use and did not involve a patient. No additional information is available.